Event description:
It was reported that during a prostate procedure, the side-firing surgical fiber was observed to fire "straight." No report is patient or end user injury.

Manufacturer narrative:
Device (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.